Event description:
The complainant reported a patient with undergoing high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support and experienced access site bleeding requiring intervention and removal of the device. The left femoral arterial access was obtained in routine fashion and upsizing to impella14fr x 13cm sheath was performed. Impella was inserted, and flows were initiated. Pci of left anterior descending artery (lad) was attempted but due to lesion at ostium of lad attempts to cross were unsuccessful. The decision was then made to halt pci and send patient for surgical evaluation. Decision was made to leave impella cp device in and transport patient back to unit for care while awaiting surgical decision. The sheath exchange was performed in routine fashion. Once repositioning sheath was introduced patient began to bleed continuously through access site with no resolve. 10mg of labetalol was given to treat hypertension and manual pressure was held. Despite pressure lowering, manual pressure, and forward tension on sheath patient still exhibited profuse oozing from insertion site. At this point, the physician made the decision to explant impella cp device. Dry closure was performed using a 10mm balloon at the iliac, and post closure was performed with perclose x2. Post closure angiogram shown patent artery with no bleeding. The patient was noted to be in stable condition following the event.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).